Manufacturer narrative:
Pump was received with critical pump error (open book image) alarm during testing due to moisture damage on electronic assembly. Unit was received with cracked battery tube threads, cracked case at corner of the belt clip rails and cracked case along the side of the battery tube. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that pump had crack in case. Crack is seen on backside. Customer doesn't know how it happened. Blood glucose unknown. Sending replacement. Asked customer verbally and in written form to return broken pump for analysis.